Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Additional information was received from the reporter stating the registered nurses (rn) were re-educated on the proper procedure to follow. They were removing the tubing from the pump instead of following the onscreen instructions. No other information was provided. Reference attached. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pumps had increased air in line errors that occurred after upgrading from v6 to v9 / spectrum iq pumps. The reporter noted more action is required from the user in the iq pumps. Once the air in line alarm was presented, the screen prompt advises the following: close roller clamp, open door to assess the IV line for air, if necessary, unload set and remove air. With the v6 the user could advance the screen and were not required to open the door. There was no known patient injury or medical intervention associated with this event. No additional information is available.